Event description:
Immediately following cardiac surgery, the external pacemaker settings were set on the ddd mode and heart rate of 75 and the pacemaker was "locked." Upon arriving in ICU, the md noted the settings had changed to ddi mode and hr of 60. Pacemaker immediately changed. Patient was not pacemaker dependent. No ill effect to patient. No change in blood pressure. There were no cell phones, walkie talkies, or electrical interferences that we were aware of in the area.